Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. No difficulties to fire the device were noted during the analysis. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, on the first firing the clip was fed into the jaws, the surgeon fired and felt that the firing did not feel right but the clip was fine. The device was fired for a second time and the clip was malformed. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by firing not feel right? Was device difficult to fire on first firing? Please provide additional information regarding issue. Follow up received from rep: what is meant by firing not feel right? It did not feel like a smooth, reproducible firing like she has normally experienced with er320. Was device difficult to fire on first firing? Not from what she told. Her tech fired it first to set the clip in the jaws with no problem.